Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a formation of the gastro-jejunal (gj) pouch in a laparoscopic roux n y procedure, there w as a bleed in the staple line, a few hours after the surgery was completed. The bleed was internal and more than 500 cc inside of the gj cavity. Patient had to come back for a reoperation and oversew the anastomosis of gj. Patient had extended or time and hospitalization.